Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.the other perclose proglide is filed under a separate medwatch manufacturer report number.

Event description:
It was reported that suture placement in the calcified right common femoral artery (rcfa) was attempted with two proglide devices, using the pre-close technique, via a 6f sheath prior to a abdominal aortic aneurysm (aaa) procedure. Reportedly, the foot of the first proglide device broke off after deploying the needle plunger. The proglide device was removed; however, the physician was not aware that the separated foot remained in the patient. The sutures of a second proglide device were deployed; however, the proglide device became stuck. The level of anesthesia was changed from local to general. The patient was sent for cut down surgery and the foot of the first proglide device was surgically removed. The aaa was completed. Hemostasis was achieved with surgical suturing. Hospitalization was prolonged. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). User facility sus voluntary event report number mw5070954 (B)(4).

Event description:
Subsequent to the initial/final medwatch report a user facility sus voluntary event report was received stating: perclose foot broke off in the patient requiring surgical intervention to retrieve. No additional information was provided.